Manufacturer narrative:
The tamper seals are both intact. A non-OEM power cord was identified and was disposed of, replaced with OEM component 21-2145-01. Event history log review: several 'low battery change' alarms followed by several 'depleted battery' alarms. Evaluation test: power up process, checked battery diagnostics. Cannot duplicate 'depleted battery' or 'low battery' alarms. Battery was at 13% capacity and all values were in spec. Most probable cause is user error, and that the customer depleted the battery. The battery was replaced as a preventive action. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an error message. No patient injury was reported.